Event description:
It was reported the lead had intermittent loss of capture, noted on a monitor in the ICU. The threshold was reported to be 1.6v and 0.1 ms. Settings were reprogrammed and the patient will be closely monitored. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.